Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced a shocking or jolting sensation at lead location. The pt felt shocking with the device on or off. There was no known accident or incident related to the event. The pt was admitted to the ER. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.